Manufacturer narrative:
Unit alarmed motor error during occlusion test due to faulty force sensor resistor (gold). Unable to perform occlusion test, prime/compromised force sensor system test, excessive no delivery test due to motor error alarm. Unit passed unexpected restart error test, rewind test, basic occlusion test and displacement test. No unexpected restart/low battery / off no power alarms, reset time/date anomaly after change battery noted during testing. Motor passed motor test. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. The customer also reported that they experienced high blood glucose of 427 mg/dl at the time of incident. The customer declined to troubleshoot for high blood glucose. The customer reported that the unexpected restart alarm was recurring during normal use. The insulin pump will be returned for analysis.